Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ right ostia with portion of essure device hanging within the corpus') in a female patient who had essure inserted for female sterilisation. The patient's medical history included follicular cyst of ovary and grand multiparity. Previously administered products included for an unreported indication: intrauterine contraceptive device until (B)(6) 2013. Concurrent conditions included hypertension and asthma. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal, hysteroscopy, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: patient tolerated the insertion procedure well, no complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2018: proliferative endometrium, bilateral ostia visualized, right ostia with portion of essure device hanging within the corpus, the left ostia with essure device securely located within the tube, no gross lesions or active bleeding. Laparoscopy - on (B)(6) 2018: normal appearing uterus, bilateral fallopian tubes and bilateral ovaries. Left ovary with small follicular cyst. Procedure: patient tolerated the procedure well. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: follicular cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.